Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. The physician attempted to dilate the 99% stenosed lesion located in the tortuous, calcified proximal to mid left anterior descending (lad) artery with a 1.5x15mm maverick2 monorail balloon, but the balloon ruptured at the first inflation of 10atms. Another 1.5x15mm non bsc balloon was used successfully. No pt complications occurred.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the mfg record for this particular batch (9181564) shows that the device met its material, assembly and product specifications at the time of its release to distribution.